Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Per an intuitive surgical, inc. (Isi) senior failure analysis engineer, review of the site's system logs for the reported procedure date was conducted. The investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A review of the site's complaint history revealed no additional complaints related to this event. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after undergoing an ion endoluminal lung biopsy procedure, the patient complained of shortness of breath and chest pain. A chest x-ray identified a small pneumothorax. Per the physician, the pneumothorax increased to a moderate size. A chest tube was placed, and the patient was hospitalized for 48 hours. The pneumothorax resolved and the patient was discharged home. The cause of the post-procedure complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient allegedly developed a pneumothorax. The patient complained of shortness of breath and chest pain. A chest x-ray identified a small pneumothorax. Per the physician, the pneumothorax increased to a moderate size. A chest tube was placed, and the patient was hospitalized for 48 hours. The pneumothorax resolved and the patient was discharged home. The physician believes that ¿a needle into the lung caused the pneumothorax.¿ the physician stated that there was no malfunction of the ion system, instruments, or accessories.